Manufacturer narrative:
The complaint device was not returned to bsc, so product analysis could not be performed.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) is experiencing an increase in its power consumption. A request was made to have data from this device analyzed. No adverse patient effects were reported.